Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite the malfunction occurring multiple times, the customer had not yet reset the pump. Technical support planned to replace the pump, and since the warranty had expired, the customer showed interest in obtaining an out-of-warranty loaner pump.